Event description:
Philips sent me a replacement dreamstation device due to the recall. Had the machine to malfunction by going into max pressure 3 times within a 2 week period. Reported it to philips but it still has not been replaced as of (B)(6) 2023 and I am going through chemo treatments at this time for stage 2 her2 breast cancer.